Event description:
While surgeon using retractor during procedure (right knee replacement), retractor tip broke off. Tip retained by or staff, no harm to patient. Small skin tear noted post op on right leg.====================== health professional's impression======================retractor broke.